Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID 3889-28, lot# v514033, implanted: (B)(6) 2010. Product type: lead. (B)(4).

Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of interstitial cystitis. The patient symptoms were noted as increased ic (interstitial cystitis), bladder base tenderness 9/10, l iliococcygeus pain 7/10, urgency and frequency. Intervention included reprogramming, an increase in amplitude, as well as the following: prosed, keflex, vicodin, macrobid, pyridium, and desert harvest. The patient outcome was indicated as resolved without sequelae.